Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis with blood glucose level was 700+ mg/dl at time of incident. The customer¿s blood glucose level at the time of incident was 500 mg/dl and the current blood glucose level was 138 mg/dl. The customer was treated with insulin pump and intravenous. Customer reports the following symptoms related to their high blood glucose were nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Troubleshooting was performed. The insulin pump will not be returned for analysis.